Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the delivery system balloon burst was attributed to a calcified homograft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4). This report is associated with report # 2015691-2016-00520.

Event description:
During a transfemoral tavr procedure, the delivery balloon ruptured during post dilation of the valve. As reported, a 23mm sapien xt valve was prepped without issue, inserted and aligned in the aortic. The device was advanced over the arch and positioned across the annulus. The valve was deployed with rapid ventricular pacing and balloon ruptured on calcium about 2/3 of the way inflated. The delivery system was removed without issue. The patient was paced at 90 bpm to stabilize and a second delivery system was prepped to post dilate. The second delivery system was positioned and inflated and ruptured near full inflation. The sheath and delivery system were removed as a unit and the groin was surgically closed. The patient was stable and transferred for post management care. The native annulus diameter measured 20mm x 24mm with an area of 360mm2 by CT. The native annulus, leaflet and aortic root were severely calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per report, the delivery system balloon ruptured on a calcified homograft.